Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient had issue with her infusion set and had high blood glucose levels. Subsequently, she went to the emergency room and her blood glucose was above 800 mg/dl and her ketones were high. Her health care professional noticed that she had a kink in her long tubing. She stayed in the emergency for two hours and her blood glucose was above 700 mg/dl when she was hospitalized and was in the intensive care unit where she received fluids via a PICC (peripherally inserted central catheter) line to her heart and insulin via a hospital pump which resolved this issue. The patient was hospitalized for three days. The patient's kidneys were 'failing' after this incident, but she said she was better off since. The infusion set was used for less than one day. The patient reported to resolve the issue she kept giving herself corrective boluses before going to the emergency room. No further information available.